Event description:
A report was received that the patient's incision site was flushed out due to a possible infection. The patient's symptoms included redness, swelling, and separation at the incision point. The physician believes the symptoms were procedure related. The patient was given antibiotics and was reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.